Manufacturer narrative:
It was determined the customer had the incorrect technical limits configured for the crep2 application. The customer corrected the technical limits for the crep2 application as documented in the package insert.

Event description:
The user received questionable results for creatinine on the cobas 6000 c501 module for one patient sample. The initial result for creatinine gave 0.05 mg/dl. The sample was repeated on another c501 analyzer which yielded a creatinine result of 1.03 mg/dl. No erroneous results were reported outside the laboratory for this patient sample. The patient was not adversely affected. The reagent lot number for creatinine was not provided. The user declined a field service dispatch.